Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on. The patient noted no damage or corrosion to the pump, and the pump had not been exposed to moisture. The patient replaced the battery cap and battery to no avail. The battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 02/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows rebooting occurred. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap was able to fully tighten to the pump. The pump powers on with functional vibratory and auditory features. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and no defects were found. The complaint could not be duplicated during investigation.